Event description:
The 4.5mm lcp condylar plate 8 holes / 260mm - right, broke approximately 4 months post operative and was removed and replaced with another manufacturers plate. Patient was reported to have had delayed union with no callous formation at all. Surgeon believes the plate fatigued and failed due to pathology and delayed union.

Manufacturer narrative:
No conclusion can be drawn as the product was not returned for investigation.